Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20-jul-2015. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the spec. Cloudy in the gel observed after autoclave cycle. The unit is not ruptured. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of sensation increase/decrease is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking," pain, and "burning [sensation] inside breast."

Event description:
Patient reported left side "leaking," and "burning [sensation] inside breast." Patient also reported pain - this event is not device related. Healthcare professional reported a left side rupture. Device has been explanted.